Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by cloudy effluent and abdominal pain. On the same day, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with intraperitoneal (ip) cefazolin (1.5 gram, daily for fourteen days), ip ceftazidime (1.5 gram, daily for fourteen days) and oral (swish/swallow) nystatin (500,000 iu, four times a day for twenty-one days) for peritonitis. At the time of this report, the patient was recovered from the event and antibiotic therapy was complete. Dianeal and extraneal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: it was reported that after eighteen days of oral nystatin therapy (previously reported as twenty-one days); that therapy was discontinued. Should additional relevant information become available, a supplemental report will be submitted.